Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds, and the atrial lead exhibited undefined impedances and noise. Both leads exhibited an apparent fracture, and were subsequently capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: sdr303b implantable pacemaker, (B)(6) 2002. (B)(4).